Event description:
A customer reported that the set was found to be leaking at the tubing/y-junction site. This was noted during an infusion of hyperal and pt's blood glucose dropped to 40. Reportedly, this was noted during a routine blood glucose check. Contact stated that the set was replaced with a new one, and the pt suffered no injury and required no medical intervention.